Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -2.50/+3.5/136 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had low vaulting. The lens had shifted down to lower margin of pupil and the conjuctiva was overhanging for almost 1mm all around cornea. The lens remains implanted. The reporter indicted the cause of the event was due to patient related factor.

Manufacturer narrative:
Additional data: the reporter indicated the low vault of the lens was first noticed on the 1st post-op day and the decentration was found on the 6th post-op day. Claim # (B)(4).

Manufacturer narrative:
Additional data: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).